Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st(device #1) may have caused or contributed to the reported event. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. The cause of the patient postoperative complications cannot be determined at this time. The actual date of event is unknown, reported as "(B)(6) 2018"; therefore, we are using (B)(6) 2018 as date of event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1).there is no allegation related to the bard/davol ventrio st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) on (B)(6) 2017. It was alleged that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2018. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex st (device #1). It is alleged by patient¿s attorney that in (B)(6) 2018, patient had unspecified injuries. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."